Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the personality module energy device (pmed). After replacement, the system was tested and verified as ready for use. Isi has requested the replaced pmed involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and no error logs were found related to the complaint. An event verification confirmed that a procedure was performed on the reported event date on (B)(6) 2022 on system rsh0148. This complaint is considered a reportable event due to the following conclusion: during the procedure, the surgeon experienced an issue energizing both the monopolar and bipolar instruments through the surgeon side console and an external foot pedal at the vision side cart was used as an alternative option for energy activation. The procedure was continued using the same system with no further issue reported. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the user experienced an issue firing monopolar and bipolar energy. The customer received phone assistance from the technical support engineer (tse). Upon verification, troubleshooting was attempted by reseating the energy cable, and installing another cautery device but the personality module energy device (pmed) light emitting diode (led) status was off in all ports and the link status was off in download application. Tse reviewed system logs and found no error related to the complaint. Tse suggested to power cycle the system but the issue persisted. The tse suggested the customer to use an external pedal to activate energy. Isi followed up with the initial reporter and obtained the following additional information. Follow up confirmed that using the external foot pedal on the vision side cart, as suggested by the tse resolved the issue. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the the personality module energy device (pmed) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Pca tech was able to replicate the reported problem by installing the pmed into the system and performing testing. It failed to communicate with the system through laptop. No pmed on the gemini download application (gdla). Fa found this board was not booting and the edc board needed to be replaced to fix this issue.

Event description:
Refer to h10/h11 for follow-up information.